Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, placement difficulties were noted and the right atrial (ra) lead failed to capture the atrium. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.